Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a varipulse bi-directional catheter and the patient experienced ventricular fibrillation and cardiac arrest that required cardiopulmonary resuscitation (CPR) and defibrillation. Mapping was done with decanav and qdot micro, then they ablated the scar and area of vt. During the electrophysiology (ep) study with 4 isuprel, the doctor induced vt and then patient experienced ventricular fibrillation (vf) and patient coded. Patient required CPR and "shocks" that lasted 1 minute. Patient was stable when procedure ended; improved. Patient was admitted to the intensive care unit (ICU). The qdot micro and intracardiac echocardiography (ice) were still in the body.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).